Event description:
Pulmonetic systems, inc. Received a call from a representative in 2002. The representative reported the following problem: while going through ventilator checkout the ventilator froze up. Being serviced at service center; not on patient.